Event description:
It was reported that a spectrum iq infusion pump overdelivered rapidly, completing a long drug delivery in 4 minutes during delivery. The unit was removed from service. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "overdelivered rapidly, completing a long drug delivery in 4 minutes" was reproduced. The device was tested for flow accuracy and over delivered with 17.9648% and 1304.7% error. The event history log (ehl) review was performed. Event details and an event occurrence date were not provided, however a review of the last days of customer use in the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the unsecure motor mount screws. The motor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.